Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and rash at sensor adhesion patch site. Patient reported scarring possibly caused by an allergic reaction to the adhesive material. Patient reported consulting an endocrinologist who prescribed hydro-cortisone cream and IV 3000 for underneath the patch site. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.